Event description:
Syringe nipple and luer-lock connector broke from syringe barrel. In one instance the break occurred at the time of attachment of safety needle to syringe. In two occurrences the break occurred when safety device on needle was activated after injection was completed.